Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. It was noted that both the right ventricular (rv) lead and the atrial lead were implanted after the use before date. The atrial lead was explanted and replaced. It was further noted that the patient was enrolled in the optilink hf clinical study. Further information was received from the physician indicating that there was no rv lead fracture. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. It was noted that the lead was implanted after the use before date. It was further noted that the patient was enrolled in the optilink hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: a 5076-52 implanted: (B)(6) 2011. A 4196-88, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.